Manufacturer narrative:
The associated complaint device was not returned. This complaint reported that an emperion stem broke. There is no patient, device or clinical information. There have been 3 attempts to obtain this information. Therefore, based on the lack of information, no clinical assessment can be performed. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that an emperion hip stem is broken. No revision is planned.

Manufacturer narrative:
The associated complaint device was not returned. A review of the manufacturing records did not reveal any deviations that could have caused the reported incident. A clinical analysis indicated that all documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. Medical investigation report attached to previous issue. No additional clinical assessment is warranted. A review of complaint history on the listed part revealed no prior complaints for the listed batch. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
Correction.

Event description:
It was reported a revision surgery was performed to remove broken emperion hip stem.

Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Manufacturer narrative:
Additional medical records were received and included in the investigation results. (B)(4).